Event description:
On (B)(6) 2014- the customer initially reported the ekosonic control unit displayed an alarm icon after delivering approximately 5 hours of ultrasound. The displayed alarm icon can be associated with insufficient coolant. Adjustments were made and no further alarms were noted. There was no report of pt injury or device malfunction. On (B)(6) 2014- device was received at MFR with a note from hospital staff indicating the ekos ultrasound core was broken, the distal section remained in the ekos infusion catheter, and "not sure if the problem occurred overnight or when removed." The note also indicated the device showed error messages through the night and ultrasound was shut off. Due to this additional info (i.e., device receipt and potential device malfunction), an MDR is being filed.

Manufacturer narrative:
Inspection of the returned device confirmed that the ekos ultrasound core was broken and the distal section remained in the ekos infusion catheter. The condition of the ultrasound core was consistent with being damaged prior to ultrasound activation. This damage interfered with proper operation of the device. At some point during use or upon removal, the ultrasound core fractured into two pieces. The distal piece remained in the drug delivery catheter and was removed with the catheter. The ekos infusion catheter was also inspected and no damage was found. The electronic event log was obtained from the ekosonic control unit for the procedure. The info in the log file is consistent with the ultrasound core being damaged prior to activation. Temperature alarms were recorded along with the consequent disabling of the device. No pt injury was reported.